Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: it appears the filters are leaking.

Manufacturer narrative:
H.6. Investigation summary: a photo was received of the concomitant device but the device reported by customer to be leaking was not sent in for investigation. Without a physical sample for investigation, the complaint of leakage cannot be verified and the root cause remains unknown. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: it appears the filters are leaking.